Manufacturer narrative:
An event regarding crack/fracture involving an impactor was reported. The event was confirmed through the material analysis report. Method & results: device evaluation and results: device evaluation was performed as part of the material analysis report (mar), date 02 feb 2018. {...}visual inspection: {...} the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The impactors were analyzed under a scanning electron microscope (sem) for further evaluation.{...}. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis; a material analysis has been performed. The report concluded: {...} the impactors fractured due to a fatigue initiated crack at multiple locations. The cracks propagating and the final fracture occurred in an overload manner. Eds showed the impactors are consistent with 17-4 ph ss alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. {...} medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 2 other similar events for the reported lot. Conclusion: the investigation concluded that {...} the impactors fractured due to a fatigue initiated crack at multiple locations. The cracks propagating and the final fracture occurred in an overload manner. Eds showed the impactors are consistent with 17-4 ph ss alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. {...} no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Curved cup impactor broke during tap in the socket. Replacement was available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been (B)(4) other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Curved cup impactor broke during tap in the socket. Replacement was available.